Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and elevate were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2009 and mesh was implanted concurrently with enterocele repair and cystoscopy due to sui, cystocele, and enterocele. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, frequency, and nocturia.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with da vinci sacrocolpopexy and adhesiolysis. It was reported that the patient experienced urinary problems, recurrence, dyspareunia, infection and fistulae. It was reported that patient underwent revision of prosthetic vaginal graft on (B)(6) 2011. No additional information was provided.